Event description:
It was reported that during a revision procedure at (B)(6) medical center, the meta-tan nail was found broken inside the patient. The nail was supposed to be explanted and replaced with a competitor product. The item broke at the distal end at the point of one of the screw holes. All pieces were recovered.